Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in the pulmonary anatomies. Block h10: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a pinhole located approximately at 14 mm from the tip of the device. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 14 mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the right primary bronchus during a balloon dilation procedure performed on (B)(6) 2024. During the procedure, the balloon could not expand normally after entering the surgical site. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole when used in the pulmonary anatomies. Please see block h10 for full investigation details.